Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device implant procedure, "get initial" was selected and the correct polarity did not load, resulting in loss of capture. The implantable pulse generator (ipg) was re-programmed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.